Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1715kl. Troubleshooting was performed. The customer had tried all remedies or did not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. Product return requested for mmt-332a. The customer declined to return or is unable to return. No product return is required for mmt-397a. Mmt-1715kl was requested and the customer would discontinue to use of the device, the customer response was the device would be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024: 18:15 bolus, 18:18 bolus, 18:28 basal, 21:23 bolus, 21:25 bolus in pump downloaded history. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, peeling serial label. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm during is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.